Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (burn marks on enclosure) has been confirmed. As received, the battery was unable to power on a monitor or charge. And the battery enclosure showed signs of thermal damage the battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery pack.

Event description:
A us distributor reported that a patient's battery pack had burn marks on the plastic enclosure.